Event description:
It has been reported that, during screw insertion, the screws would not catch and secure plate. Ring turned out of original position. Ring was repositioned and plate secured with a different screw. Patient outcome: no adverse effect reported as a result of this event.